Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "the troponin result was extremely high and upon repeating it was normal. Per email: the customer experienced a concern with a troponin result on our barricor tube. Customer explained that she did not contact bd because they thought it was an analyzer issue and worked with beckman to resolve (beckman¿s report did not conclude/confirm anything from their investigation). As this was 10 months ago, there are no lot #¿s left. It occurred with a 3.0ml barricor tube. The initial troponin result was extremely high and upon repeating hours later it was normal. This was deemed a false positive and no harm to the patient occurred. No other issues occurred before or after. Barricor was new to this lab. New information received: this incident occurred on (B)(6) 2020 and we were in contact with beckman coulter regarding the issue. We got a very high troponin result on an outpatient (54.43). The patient was brought into the hospital and we obtained another sample- this time the result was 5.41. Staff repeated the original sample and got a result of 8.75. We did not believe that it was a barricor tube issue but rather an assay issue. Beckman could not explain why we got such a high result on the first troponin and the repeat run on the same tube was normal. We use the 3.0 ml barricor tubes reference number (B)(4). Unfortunately I do not know what lot number we were using at that time. We centrifuge all of our barricor tubes at 4000 rcf for 3 minutes. We have been using these barricor tubes for a year now and this is the only incident we had.